Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant procedure, a patient is experiencing foggy vision. The patient was diagnosed with a hazy posterior capsule and a neodymium-doped yttrium aluminum garnet (yag) laser procedure was done on a secondary procedure.